Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they felt weak during the morning. The cgm was reading 62 mg/dl then came down to low (no bg was done at home). The patient did not experience any other symptoms other than feeling weak. Around 9:00 am she went to the emergency room (ER) because of the low readings on her cgm. At the ER, the bg checked and it was 292 mg/dl while cgm showed "low". (Sensor was removed at the ER). The patient was treated with IV fluids and had an EKG and xray performed on the heart to check why she felt weak. The results show that everything was normal. Around 3:05pm the patient was discharged. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.